Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was vomiting and dizzy. Customer had a sinus infection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.